Event description:
It was reported that the patient presented in clinic for lead revisions. The patient experienced atrial appendage occlusion. The left ventricular lead exhibited loss of capture. The lead was revised. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.